Event description:
A driver sprint rapid exchange coronary stent sys, length 24mm, diameter 2.25 mm, was intended to treat a lesion in a pt. It was reported that the device was deployed at the lesion, but when post-dilatation was done, the physician realized that the stent was not at the lesion. The stent was discovered on the stylette. It was reported that there were no difficulties during removal of the sheath or stylette and the device was inspected for damage post removal from the sheath. No pt injury occurred. Pt was well post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval, results: (incorrect sheath removal technique). Eval, conclusions: (incorrect sheath removal technique - sheath gripped at mid stent). Eval summary: the stent was returned to medtronic for eval. The delivery sys was not returned. The returned stent was on the stylette with the protective sheath. Two segments at the distal end and three segments at the proximal end of the stent were intact. The remaining segments were elongated and deformed. There were no stent weld or material breaks. Driver sprint rx 2.25 x 24mm is not approved in the us, but is similar to microdriver rx 2.25 x 24mm which is approved in the us.